Manufacturer narrative:
Although requested, product has not been received and patient demographic details were not provided. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the set came apart during treatment. No patient harm was reported.